Event description:
The user facility reported that during a diagnostic colonoscopy, the video image was lost and could not be recovered. The procedure was completed with a different, but similar device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of the video image loss. The device was tested for several hours with different light sources and video processors without any video image difficulties. However, there was evidence of fluid and corrosion stains around the rim of the endoscope connector and electrical connector, which may have caused or contributed to the user's experience. In addition, there were scratches found on the distal end cover and a small cut on the bending section cover. As the device passed leak testing, user handling may have caused or contributed to the fluid invasion. This report is being filed as an MDR in an abundance of caution.